Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacing the motherboard. The unit was tested, calibrated and safety checked to factory specifications.

Event description:
Customer reports that the panorama central station shuts down, which may have affected telemetry monitoring. No pt injury was reported.